Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the ventricular patient connector was broken. Analysis also found the upper and lower cases were broken and the battery drawer was damaged. It was noted the ring and bail attachments were missing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the ventricular connector was broken. The external pulse generator was returned for repair. No patient complications have been reported as a result of this event.